Event description:
The patient's generator was replaced and the explanted device was discarded. Device diagnostics before the replacement were within normal limits.

Event description:
The patient experienced an increase in seizures. The generator battery was found to be low. The physician believes the increase is seizures was related to the low vns battery. The patient was referred for generator battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.